Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, gestational diabetes, hyperlipidemia, thyroid disorder, anxiety disorder, c-section and placenta previa. * on (B)(6)2012, an hsg test was performed but no result was provided. On (B)(6)2013, pelvic ultrasound was performed which showed uterus 8.1 x 2.4 x 5.3 cm in greatest caniocaudal ap and transverse diameters respectively. Slight thickening and increased echogenicity of central uterine cavity with the stripe of 6.7 mm. Enlarged right ovary of 5.8 x 4.5 x 5.2 cm. In diameter with evidence of complex predominantly cystic multiseptate appearing mass of 3.7 x 4.3 x 2.9 cm on it most likely hemorrhagic versus infected right ovarian cyst. Previously administered products included for an unreported indication: levothyroxine. Concurrent conditions included constipation, endometriosis, cervicitis, hemorrhagic ovarian cyst, dysfunctional uterine bleeding, insomnia, post coital bleeding and insomnia. Concomitant products included levothyroxine. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("severe menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramping, dysmenorrhea (cramping)/ painful period."), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and rash ("allergic or hypersensitivity reaction :rash"), 3 months 5 days after insertion of essure. In (B)(6)2013, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2013, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rash") and toothache ("pain, teeth"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), uterine pain ("constant uterine pain, pain"), procedural pain ("painful post-operative recovery") and arthralgia ("joint pain"). The patient was treated with ethinylestradiol;norgestimate (trinessa), norethisterone acetate (aygestin) and surgery (robot-assisted total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, abdominal pain upper, pelvic pain, vaginal discharge, vaginal infection, uterine pain, procedural pain, depression, migraine, headache, nausea, tooth disorder, fatigue, urinary tract disorder, toothache and arthralgia outcome was unknown and the dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, dermatitis allergic, cystitis, female sexual dysfunction, bladder disorder and rash had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, tooth disorder, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6)2016, plaintiff underwent a total laparoscopic hysterectomy and right salpingectomy and left salpingo-oophorectomy. Since having the surgery, plaintiff's symptoms are mostly resolved. Discrepancy in the date of insertion noted: previous: (B)(6)2012, current pfs: (B)(6)2016 current weight 150 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Ultrasound scan vagina - on (B)(6)2012: results: total blockage of tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received. Lab data date updated. Concomitant condition and medication added. Events allergic or allergic or hypersensitivity reaction: rash, joint pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramping') and intra-abdominal haemorrhage ('non-menstrual abdominal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, gestational diabetes, hyperlipidemia, thyroid disorder, anxiety disorder, c-section and placenta previa. * on (B)(6) 2012, an hsg test was performed but no result was provided. On (B)(6) 2013, pelvic ultrasound was performed which showed uterus 8.1 x 2.4 x 5.3 cm in greatest caniocaudal ap and transverse diameters respectively. Slight thickening and increased echogenicity of central uterine cavity with the stripe of 6.7 mm. Enlarged right ovary of 5.8 x 4.5 x 5.2 cm. In diameter with evidence of complex predominantly cystic multiseptated appearing mass of 3.7 x 4.3 x 2.9 cm on it most likely hemorrhagic versus infected right ovarian cyst. Previously administered products included for an unreported indication: levothyroxine. Concurrent conditions included constipation, endometriosis, cervicitis, hemorrhagic ovarian cyst, dysfunctional uterine bleeding, insomnia, post coital bleeding and insomnia. Concomitant products included levothyroxine and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("severe menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramping, dysmenorrhea (cramping)/ painful period."), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and the first episode of dermatitis allergic ("allergic or hypersensitivity reaction :rash"), 3 months 5 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2013, the patient experienced the second episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rash") and toothache ("pain, teeth"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), uterine pain ("constant uterine pain, pain"), procedural pain ("painful post-operative recovery"), arthralgia ("joint pain") and endometriosis ("endometriosis sucks"). The patient was treated with ethinylestradiol;norgestimate (trinessa), norethisterone acetate (aygestin) and surgery (robot-assisted total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, abdominal pain upper, pelvic pain, vaginal discharge, vaginal infection, uterine pain, procedural pain, depression, migraine, headache, nausea, tooth disorder, fatigue, urinary tract disorder, toothache, arthralgia and endometriosis outcome was unknown and the dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, the last episode of dermatitis allergic, cystitis, female sexual dysfunction and bladder disorder had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tooth disorder, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and right salpingectoniy and left salpingo-oophorectomy. Since having the surgery, plaintiff's symptoms are mostly resolved. Discrepancy in the date of insertion noted: previous: (B)(6) 2012, current pfs: (B)(6) 2016 current weight 150 lbs.. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: results: total blockage of tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event "endometriosis" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramping') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, gestational diabetes, hyperlipidemia, thyroid disorder, anxiety disorder, c-section and placenta previa. On (B)(6) 2012, an hsg test was performed but no result was provided. On (B)(6) 2013, pelvic ultrasound was performed which showed uterus 8.1 x 2.4 x 5.3 cm in greatest caniocaudal ap and transverse diameters respectively. Slight thickening and increased echogenicity of central uterine cavity with the stripe of 6.7 mm. Enlarged right ovary of 5.8 x 4.5 x 5.2 cm. In diameter with evidence of complex predominantly cystic multiseptated appearing mass of 3.7 x 4.3 x 2.9 cm on it most likely hemorrhagic versus infected right ovarian cyst. Previously administered products included for an unreported indication: levothyroxine. Concurrent conditions included constipation, endometriosis, cervicitis, hemorrhagic ovarian cyst, dysfunctional uterine bleeding, insomnia, post coital bleeding and insomnia. Concomitant products included levothyroxine and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia painful sexual intercourse"), menorrhagia ("severe menstrual bleeding, abnormal bleeding vaginal, menorrhagia"), dysmenorrhoea ("severe menstrual cramping, dysmenorrhea (cramping)/ painful period."), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), depression ("depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and the first episode of dermatitis allergic ("allergic or hypersensitivity reaction :rash"), 3 months 5 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2013, the patient experienced the second episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rash") and toothache ("pain, teeth"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), abdominal pain upper ("upper abdominal pain"), uterine pain ("constant uterine pain, pain"), procedural pain ("painful post-operative recovery"), arthralgia ("joint pain"), endometriosis ("endometriosis sucks") and abscess ("abcess"). The patient was treated with ethinylestradiol;norgestimate (trinessa), norethisterone acetate (aygestin) and surgery (robot-assisted total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, abdominal pain upper, pelvic pain, vaginal discharge, vaginal infection, uterine pain, procedural pain, depression, migraine, headache, nausea, tooth disorder, fatigue, urinary tract disorder, toothache, arthralgia, endometriosis and abscess outcome was unknown and the dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, the last episode of dermatitis allergic, cystitis, female sexual dysfunction and bladder disorder had resolved. The reporter considered abdominal pain lower, abdominal pain upper, abscess, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tooth disorder, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and right salpingectoniy and left salpingo-oophorectomy. Since having the surgery, plaintiff's symptoms are mostly resolved. Discrepancy in the date of insertion noted: previous: (B)(6) 2012, current pfs: (B)(6) 2016. Current weight 150 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Ultrasound pelvis on (B)(6) 2013: results: uterus 8.1 x 2.4 x 5.3 cm in greatest caniocaudal. Ultrasound scan vagina on (B)(6) 2012: results: total blockage of tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received: event abcess added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, gestational diabetes, hyperlipidemia, thyroid disorder, anxiety disorder, c-section and placenta previa. Previously administered products included for an unreported indication: levothyroxine. Concurrent conditions included constipation, endometriosis, cervicitis, hemorrhagic ovarian cyst, dysfunctional uterine bleeding, insomnia and post coital bleeding. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("severe menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramping, dysmenorrhea (cramping)/ painful period."), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rash"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and toothache ("pain, teeth"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), vaginal infection ("vaginal infections"), uterine pain ("constant uterine pain, pain") and procedural pain ("painful post-operative recovery"). The patient was treated with cilest (trinessa), norethisterone acetate (aygestin) and surgery (robot-assisted total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, abdominal pain upper, pelvic pain, vaginal discharge, vaginal infection, uterine pain, procedural pain, female sexual dysfunction, depression, migraine, headache, nausea, tooth disorder, fatigue, urinary tract disorder and toothache outcome was unknown and the dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, dermatitis allergic, cystitis and bladder disorder had resolved. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tooth disorder, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and right salpingectoniy and left salpingo-oophorectomy. Since having the surgery, plaintiff's symptoms are mostly resolved. Discrepancy in the date of insertion noted: previous: (B)(6) 2012, current pfs: (B)(6) 2016 current weight 150 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Ultrasound scan vagina - on an unknown date: total blockage of tubes on (B)(6) 2012, an hsg test was performed but no result was provided. On (B)(6) 2013, pelvic ultrasound was performed which showed uterus 8.1 x 2.4 x 5.3 cm in greatest caniocaudal ap and transverse diameters respectively. Slight thickening and increased echogenicity of central uterine cavity with the stripe of 6.7 mm. Enlarged right ovary of 5.8 x 4.5 x 5.2 cm. In diameter with evidence of complex predominantly cystic multiseptated appearing mass of 3.7 x 4.3 x 2.9 cm on it most likely hemorrhagic versus infected right ovarian cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhea . Most recent follow-up information incorporated above includes: on 11-sep-2018: new pfs receive- outcome of events dyspareunia, dysmenorrhea, abnormal bleeding, allergic reaction-rash, apareunia, infection-bladder from unknown to recovered/resolved were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramping') and pelvic abscess ('pelvic abcess') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, gestational diabetes, hyperlipidemia, thyroid disorder, anxiety disorder, c-section and placenta previa. * on (B)(6) 2012, an hsg test was performed but no result was provided. On (B)(6) 2013, pelvic ultrasound was performed which showed uterus 8.1 x 2.4 x 5.3 cm in greatest caniocaudal ap and transverse diameters respectively. Slight thickening and increased echogenicity of central uterine cavity with the stripe of 6.7 mm. Enlarged right ovary of 5.8 x 4.5 x 5.2 cm. In diameter with evidence of complex predominantly cystic multiseptated appearing mass of 3.7 x 4.3 x 2.9 cm on it most likely hemorrhagic versus infected right ovarian cyst. Previously administered products included for an unreported indication: levothyroxine. Concurrent conditions included constipation, endometriosis, cervicitis, hemorrhagic ovarian cyst, dysfunctional uterine bleeding, insomnia, post coital bleeding and insomnia. Concomitant products included levothyroxine and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("severe menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramping, dysmenorrhea (cramping)/ painful period."), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and the first episode of dermatitis allergic ("allergic or hypersensitivity reaction :rash"), 3 months 5 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2013, the patient experienced the second episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rash") and toothache ("pain, teeth"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), abdominal pain upper ("upper abdominal pain"), uterine pain ("constant uterine pain, pain"), procedural pain ("painful post-operative recovery"), arthralgia ("joint pain") and endometriosis ("endometriosis sucks"). The patient was treated with ethinylestradiol;norgestimate (trinessa), norethisterone acetate (aygestin) and surgery (robot-assisted total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic abscess, intra-abdominal haemorrhage, abdominal pain upper, pelvic pain, vaginal discharge, vaginal infection, uterine pain, procedural pain, depression, migraine, headache, nausea, tooth disorder, fatigue, urinary tract disorder, toothache, arthralgia and endometriosis outcome was unknown and the dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, the last episode of dermatitis allergic, cystitis, female sexual dysfunction and bladder disorder had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, procedural pain, tooth disorder, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and right salpingectoniy and left salpingo-oophorectomy. Since having the surgery, plaintiff's symptoms are mostly resolved. Discrepancy in the date of insertion noted: previous: (B)(6) 2012, current pfs: (B)(6) 2016. Current weight 150 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2013: results: uterus 8.1 x 2.4 x 5.3 cm in greatest caniocaudal. Ultrasound scan vagina - on (B)(6) 2012: results: total blockage of tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, gestational diabetes, hyperlipidemia, thyroid disorder and anxiety disorder. Previously administered products included for an unreported indication: levothyroxine. Concurrent conditions included constipation, endometriosis, cervicitis, hemorrhagic ovarian cyst, dysfunctional uterine bleeding, insomnia and post coital bleeding. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("severe menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramping, dysmenorrhea (cramping)/ painful period."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rash"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and toothache ("pain, teeth"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), uterine pain ("constant uterine pain, pain"), procedural pain ("painful post-operative recovery") and fatigue ("fatigue"). The patient was treated with cilest (trinessa), norethisterone acetate (aygestin) and surgery (robot-assisted total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, abdominal pain upper, pelvic pain, dyspareunia, menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection, uterine pain, procedural pain, vaginal haemorrhage, rash, cystitis, female sexual dysfunction, depression, migraine, headache, nausea, tooth disorder, fatigue, bladder disorder, urinary tract disorder and toothache outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, tooth disorder, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and right salpingectomy and left salpingo-oophorectomy. Since having the surgery, plaintiff's symptoms are mostly resolved. Discrepancy in the date of insertion noted: previous: (B)(6) 2012, current pfs: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total blockage of tubes. On (B)(6) 2012, an hsg test was performed but no result was provided. On (B)(6) 2013, pelvic ultrasound was performed which showed uterus 8.1 x 2.4 x 5.3 cm in greatest craniocaudal ap and transverse diameters respectively. Slight thickening and increased echogenicity of central uterine cavity with the stripe of 6.7 mm. Enlarged right ovary of 5.8 x 4.5 x 5.2 cm. In diameter with evidence of complex predominantly cystic multiseptated appearing mass of 3.7 x 4.3 x 2.9 cm on it most likely hemorrhagic versus infected right ovarian cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on 25-may-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, treatment medications, concomitant disease and medication, new events vaginal haemorrhage, rash, cystitis, female sexual dysfunction, depression, migraine, headache, nausea, tooth disorder, fatigue, bladder disorder, urinary tract disorder, pelvic pain and toothache added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramping') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, gestational diabetes, hyperlipidemia, thyroid disorder, anxiety disorder, c-section and placenta previa. On (B)(6) 2012, an hsg test was performed but no result was provided. On (B)(6) 2013, pelvic ultrasound was performed which showed uterus 8.1 x 2.4 x 5.3 cm in greatest caniocaudal ap and transverse diameters respectively. Slight thickening and increased echogenicity of central uterine cavity with the stripe of 6.7 mm. Enlarged right ovary of 5.8 x 4.5 x 5.2 cm. In diameter with evidence of complex predominantly cystic multiseptated appearing mass of 3.7 x 4.3 x 2.9 cm on it most likely hemorrhagic versus infected right ovarian cyst. Previously administered products included for an unreported indication: levothyroxine. Concurrent conditions included constipation, endometriosis, cervicitis, hemorrhagic ovarian cyst, dysfunctional uterine bleeding, insomnia, post coital bleeding and insomnia. Concomitant products included levothyroxine and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("severe menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramping, dysmenorrhea (cramping)/ painful period."), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and the first episode of dermatitis allergic ("allergic or hypersensitivity reaction :rash"), 3 months 5 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2013, the patient experienced the second episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rash") and toothache ("pain, teeth"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), abdominal pain upper ("upper abdominal pain"), uterine pain ("constant uterine pain, pain"), procedural pain ("painful post-operative recovery"), arthralgia ("joint pain") and endometriosis ("endometriosis sucks"). The patient was treated with ethinylestradiol;norgestimate (trinessa), norethisterone acetate (aygestin) and surgery (robot-assisted total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, abdominal pain upper, pelvic pain, vaginal discharge, vaginal infection, uterine pain, procedural pain, depression, migraine, headache, nausea, tooth disorder, fatigue, urinary tract disorder, toothache, arthralgia and endometriosis outcome was unknown and the dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, the last episode of dermatitis allergic, cystitis, female sexual dysfunction and bladder disorder had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tooth disorder, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and right salpingectoniy and left salpingo-oophorectomy. Since having the surgery, plaintiff's symptoms are mostly resolved. Discrepancy in the date of insertion noted: previous: (B)(6) 2012, current pfs: (B)(6) 2016. Current weight 150 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: results: total blockage of tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramping') and intra-abdominal haemorrhage ('non-menstrual abdominal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, gestational diabetes, hyperlipidemia, thyroid disorder, anxiety disorder, c-section and placenta previa. On (B)(6) 2012, an hsg test was performed but no result was provided. On (B)(6) 2013, pelvic ultrasound was performed which showed uterus 8.1 x 2.4 x 5.3 cm in greatest caniocaudal ap and transverse diameters respectively. Slight thickening and increased echogenicity of central uterine cavity with the stripe of 6.7 mm. Enlarged right ovary of 5.8 x 4.5 x 5.2 cm. In diameter with evidence of complex predominantly cystic multiseptated appearing mass of 3.7 x 4.3 x 2.9 cm on it most likely hemorrhagic versus infected right ovarian cyst. Previously administered products included for an unreported indication: levothyroxine. Concurrent conditions included constipation, endometriosis, cervicitis, hemorrhagic ovarian cyst, dysfunctional uterine bleeding, insomnia, post coital bleeding and insomnia. Concomitant products included levothyroxine and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("severe menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramping, dysmenorrhea (cramping)/ painful period."), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and the first episode of dermatitis allergic ("allergic or hypersensitivity reaction :rash"), 3 months 5 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2013, the patient experienced the second episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rash") and toothache ("pain, teeth"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), uterine pain ("constant uterine pain, pain"), procedural pain ("painful post-operative recovery"), arthralgia ("joint pain") and endometriosis ("endometriosis sucks"). The patient was treated with ethinylestradiol;norgestimate (trinessa), norethisterone acetate (aygestin) and surgery (robot-assisted total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, abdominal pain upper, pelvic pain, vaginal discharge, vaginal infection, uterine pain, procedural pain, depression, migraine, headache, nausea, tooth disorder, fatigue, urinary tract disorder, toothache, arthralgia and endometriosis outcome was unknown and the dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, the last episode of dermatitis allergic, cystitis, female sexual dysfunction and bladder disorder had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tooth disorder, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and right salpingectoniy and left salpingo-oophorectomy. Since having the surgery, plaintiff's symptoms are mostly resolved. Discrepancy in the date of insertion noted: previous: (B)(6) 2012, current pfs: (B)(6) 2016 current weight 150 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: results: total blockage of tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event "endometriosis" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), dyspareunia ("painful intercourse"), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge "), vaginal infection ("vaginal infections"), uterine pain ("constant uterine pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2016, she underwent total laparoscopic hysterectomy, salpingectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, abdominal pain upper, dyspareunia, menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection, uterine pain and procedural pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, intra-abdominal haemorrhage, menorrhagia, procedural pain, uterine pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and right salpingectoniy and left salpingo-oophorectomy. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results: on (B)(6) 2012, an hsg test was performed but no result was provided. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.